Event description:
Customer's daughter-in-law reported the advantage system gave back-to-back blood glucose results of 80 mg/dl and 92 mg/dl at a time when the customer was symptomatic of hypoglycemia, required treatment by layperson. A request was made for the return of the system and a replacement was sent.